Manufacturer narrative:
Please reference (B)(4) for the second ins. The main component of the system and other applicable components are: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: pnma01411a004, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for arachnoiditis . It was reported that the patient had trouble keeping their battery charged and it finally went dead. The patient stated that the belt was not working well and the patient is likely now in overdischarge because they are unable to communicate with external equipment. It was too much of a hassle for the patient to charge because they had to hold it in place, otherwise they would lose connection once they moved. The patient reported that they would like to use the stimulation again. The last time they felt stimulation was 4 months ago. The last successful recharge session was 4 months ago. The patient had an appointment scheduled with the manufacturer representative on (B)(6). A manufacturing representative later reported on 2016-jul-13 that the implantable pulse generator (ipg) synergy device was dead. At the time of the report the rep was in the operating room (or) for the case and asked what was needed to replace both implanted devices. It was noted that the status of the rechargeable and the reason why they were replacing it was unknown. Follow-up has been attempted, but no further information was received at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.